Event description:
It was reported by the systems longevity study team that the implantable cardioverter defibrillator ICD) migrated into the axillary area, causing the patient pain and swelling. The device was replaced with a new device and implanted sub pectorally. No further patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.